Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer did not have sleep activity programed and control software delivered a correction bolus resulting in the low bg, customer acknowledged and understood. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿the control-iq technology sleep range is targeted during scheduled sleep times and when sleep is manually started (until it is stopped). During sleep, control-iq technology will not deliver automatic boluses." Device not returned.